Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during the investigation, the battery compartment threads were found to be stripped, along with the returned battery cap¿s threads. The battery cap was unable to fit to maintain electrical connection. A test battery cap was unable to fit to maintain electrical connection. Investigators were unable to adequately investigate reported ¿short battery life¿ complaint. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed, and no further moisture ingress or any intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.